Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ("dyspareunia") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a total hysterectomy). Essure was removed. At the time of the report, the dyspareunia outcome was unknown. The reporter considered dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") and dyspareunia ("dyspareunia (painful sexual intercourse)") in a 42-year-old female patient who had essure (batch no. A36624 inv, a36524- valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, obesity, adenomyosis and hidradenitis suppurativa. Concomitant products included hydrocodone from (B)(6) 2017 to (B)(6) 2017, naproxen sodium (aleve) from (B)(6) 2014 to (B)(6) 2017, paracetamol (acetaminophen) and paracetamol (tylenol) from (B)(6) 2014 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced anxiety ("mental anguish"), 1 year 7 months after insertion of essure. On (B)(6) 2014, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the dyspareunia, vaginal haemorrhage, menorrhagia, anxiety and back pain outcome was unknown. The reporter considered anxiety, back pain, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Lot number a36624 is invalid. Lot number:a36524, manufacture date:2012/08, expiration date:2015/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2018: quality-safety evaluation of product technical complaints. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and dyspareunia ("dyspareunia") in a 43-year-old female patient who had essure (batch no. A36624 invalid, a36524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, obesity, adenomyosis and hidradenitis suppurativa. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"). On (B)(6) 2015, 2 years 8 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes).) And surgery (underwent a total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the dyspareunia, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered anxiety, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-aug-2018: pfs received-new event mental anguish, new lot number, concomitant medication were added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and dyspareunia ("dyspareunia") in an adult female patient who had essure (batch no. A36624 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, obesity, adenomyosis and hidradenitis suppurativa. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes).) And surgery (underwent a total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the dyspareunia, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6)2018: quality department confirmed lot number is invalid - no update of ptc investigation will be performed incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and dyspareunia ("dyspareunia") in an adult female patient who had essure (batch no. A36624) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, obesity, adenomyosis and hidradenitis suppurativa. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (underwent a total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the dyspareunia, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs+mr received, reporter added, patient demographics added,lot number received,patient concomitant and historical condition added, product information updated, events added as follows:- vaginal haemorrhage, pelvic pain , menorrhagia. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and dyspareunia ('dyspareunia (painful sexual intercourse)') in a 42-year-old female patient who had essure (batch no. A36624 inv, a36524- valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, obesity, adenomyosis and hidradenitis suppurativa. Concomitant products included hydrocodone from (B)(6) 2017 to (B)(6) 2017, naproxen sodium (aleve) from (B)(6) 2014 to (B)(6) 2017, paracetamol (acetaminophen) and paracetamol (tylenol) from (B)(6) 2014 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced anxiety ("mental anguish / psych injury"), 1 year 7 months after insertion of essure. On (B)(6) 2014, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and back pain had resolved and the dyspareunia and anxiety outcome was unknown. The reporter considered anxiety, back pain, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Lot number a36624 is not valid. Lot number:a36524 manufacture date:2012/08 expiration date:2015/08 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: event outcome of pelvic pain, back pain, menorrhagia, vaginal hemorrhage, were updated as recovered/resolved. Rcc note added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and dyspareunia ('dyspareunia (painful sexual intercourse)') in a 42-year-old female patient who had essure (batch no. A36624 not valid, a36524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, obesity, adenomyosis and hidradenitis suppurativa. Concomitant products included hydrocodone from march 2017 to june 2017, naproxen sodium (aleve) from (B)(6) 2014 to (B)(6) 2017, paracetamol (acetaminophen) and paracetamol (tylenol) from (B)(6) 2014 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced anxiety ("mental anguish / psych injury"), 1 year 7 months after insertion of essure. On (B)(6) 2014, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and back pain had resolved and the dyspareunia and anxiety outcome was unknown. The reporter considered anxiety, back pain, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Lot number report a36624 is notvalid. Lot number: a36524 manufacturing date: 2012/2008, expiration date: 2015/2008. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and dyspareunia ('dyspareunia (painful sexual intercourse)') in a 42-year-old female patient who had essure (batch no. A36624 inv, a36524- valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, obesity, adenomyosis and hidradenitis suppurativa. Concomitant products included hydrocodone from (B)(6) 2017, naproxen sodium (aleve) from (B)(6) 2014 to (B)(6) 2017, paracetamol (acetaminophen) and paracetamol (tylenol) from (B)(6) 2014 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced anxiety ("mental anguish / psych injury"), 1 year 7 months after insertion of essure. On (B)(6) 2014, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and back pain had resolved and the dyspareunia and anxiety outcome was unknown. The reporter considered anxiety, back pain, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Lot number a36624 is not valid. Lot number:a36524, manufacture date:2012/08, expiration date:2015/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of pelvic pain, back pain, menorrhagia, vaginal hemorrhage, were updated as recovered/resolved. Rcc note added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.